Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty printed circuit (g1) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device could not be turned on due to defective printed-circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor could not be powered on. The facility completed the procedure with a similar device. The issue was found during reprocessing before the therapeutic laparoscopic procedure. There was no delay, and the patient was not under sedation. There were no reports of patient harm.